Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in left anterior descending artery. The 2.50x12mm trek balloon dilatation catheter (bdc) was advanced to the target lesion without issue and attempted to be inflated; however, the balloon failed to inflate. The bdc was pulled back slightly to view and blood was noted inside the balloon. Therefore, the bdc was removed from the patient. While removing the bdc from the patient the shaft of the balloon broke in the guide catheter. The bdc had to be removed together with the guide catheter and the guidewire as a single unit. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another balloon was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The material separation and leak were confirmed. The difficult to remove cannot be tested in a lab environment, nor due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The investigation could not determine the cause for the reported leak, difficult to remove, and material separation. It is possible the hypotube was kinked prior to package removal, and /or was damaged during insertion inducing a material separation creating the leak and the subsequent removal difficulty, however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.